Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2013.